Event description:
The customer reported having issues with the insulin pump. The customer stated that the cannula may have been bent and she went into diabetes ketoacidosis. The doctor advised her how to treat since it happened two more times. The blood glucose was in the 300's. The customer took insulin and went up to 434mg/dl. Troubleshooting was declined as the customer stated being high all morning long. The customer experienced nausea. Instructed the caller to remove the cannula and it was not bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.